Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. Device trace download analysis confirmed the device alarmed low battery alert and power loss alarm. The power management tool confirmed low battery alert and power loss alarm was triggered when the backup battery unloaded voltage was less than consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was 140 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.